Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there was a short circuit in the cable of the programming head that caused the programmer to shut down as soon as the head was connected. It was also noted that the plastic anti-slip layer was ripped off of the label of the programmer head. (B)(4).